Event description:
As reported by an edwards lifesciences affiliate in the united kingdom, the patient underwent a transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra resilia (s3ur) valve via a right transaxillary approach. During advancement of the delivery system with valve, pressure was applied to navigate the system to the native aortic valve. Valve alignment was not performed in a straight section of the anatomy. During inflation for valve deployment, a balloon leak was noted originating from the flex tip, and the valve was not fully deployed. The delivery system was removed, and upon inspection, a leak was observed at the bottom of the balloon shaft. A non-edwards balloon was subsequently used and successfully inflated the valve. The patient was reported to be stable post-procedure. Imagery was received for evaluation. Fluoroscopy cine review showed the s3ur valve between the markers with the flex catheter (pusher) retracted. Valve deployment initially progressed uneventfully; however, as the valve frame reached approximately 50% expansion, further expansion stopped. Aortogram review showed the s3ur valve was within the native annulus and partially expanded, with only the left ventricular (lv) guidewire through the valve. Significant regurgitation (complete lv opacification) was observed that was most likely paravalvular leak (pvl). Post-dilation imagery review showed full expansion of the non-edwards balloon. The final result could not be confirmed.

Manufacturer narrative:
The investigation is ongoing.